Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient was riding his bike on the way to the local shop, when he fell down, experienced unconsciousness (diabetic coma), and weakness. The patient reported that his cgm reading was low while the bg reading was 200 mg/dl and then later the cgm displayed 45 mg/dl while the bg reading was approximately 400 mg/dl. The patient was taken to the emergency room and stayed for approximately 4 hours. The patient was stabilized with insulin therapy and fluid and was discharged that same day. At the time of the report the patient was well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c, d zone of the parkes error grid. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.